Event description:
A 2.5 x 18mm cypher was flushed. Then, while the physician was inserting a guidewire into the cypher, he found that the stent was flared at the proximal end. Therefore, a different cypher was used to complete the procedure.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional info will be submitted upon 30 days of receipt.